Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system before surgical ports placement, the customer encountered vio dv error c-00, which was not resolved by power cycling the unit. The intuitive surgical technical support engineer (tse) confirmed the presence of errors c-00 and c-33 and advised the use of an external electrosurgical unit (esu) if the vio dv remained unavailable. The procedure was completed as planned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and error c-33 was confirmed in logs, and visual inspection revealed a potential issue related to the event. During testing, the erbe unit displayed error c-33 upon startup, and log review also documented errors c-00 and m-31. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site continued with the same iesu.

Event description:
Refer to h11 for follow-up information.